Event description:
Unomedical reference number 1548884 event occurred in the united states on 06-jun-2022, it was reported that the patient's infusion set's tubing had detached at the tubing connector, as hose broke off while the patient was driving a dirt bike. On 05-jun-2022, the patient's blood glucose level was 380 mg/dl. The site location was the patient's abdomen, and the pump was hanging as it fell out of the pouch. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was stress or pull on the tubing because the pump was hanging from tubing, but the pump was not dropped with the set connected to the patient's body. No further information available.